Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing with a green reload and buttressing, the device was placed at the end of the previous staple line and cut line without crossing any staple lines and when the device was fired, there was a crunching sound when the knife was advancing. When the device was removed there were three rows of staples formed on the patient side, but the specimen side had only one row of staples which were of the outermost row from the cut line. The deployed staples were formed into b-form shape. The device was not fired over any clips, instruments, or hard objects. Another like device was used to complete the procedure. There were no adverse consequences for the patient.